Event description:
The customer reported an issue with the cartridge not fitting properly into the pump, causing a cartridge change error. There was no adverse impact on the customer's blood glucose level, as it remained below the threshold of 500 mg/dl. Customer technical support guided the customer through several troubleshooting steps, including inspecting the pump and cartridge for damage and attempting to reload the cartridge, all of which were unsuccessful. As a result, a replacement pump was arranged to address the cartridge fit and change error issues. The customer was instructed on how to store the current pump before returning it and informed on the next steps upon receiving the replacement pump.